Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked; further described as "faulty twist clamp losing its locking thread". This occurred during an unknown process step of peritoneal dialysis therapy. The transfer set was properly tightened before the therapy started. It was further reported that there were visible cracks on the transfer set and that there was betadine backflow. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: (lot number) was updated from h19e20055 to h19h28045. Additional information: the actual device was not available; however, two (2) photograph of the samples were provided for evaluation. A visual inspection was performed and a broken occluder feet on the light blue main body was identified. The reported condition was verified. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.